Event description:
It was reported through litigation process that a patient underwent a filter placement procedure for an unknown reason. About sometimes later, the filter subsequently malfunctioned by developing extensive thrombus leading to a bilateral lower extremity thrombectomy. The device also malfunctioned by tilting and penetrating the wall of the inferior vena cava. Several tines of the device protruded through the inferior vena cava wall and into adjacent organs and structures. The filter was later removed. One of the legs of the device had fractured and could not be retrieved. The fragment was left inside patient's body. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported malposition of device; detachment of device or device component and perforation as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.